Event description:
Patient revised to address tibia varus, recut tibia.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusion about the reported event; however, provided information indicated the tibia was in varus and the tibia was recut to correct device alignment. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product and/or additional information be received, the investigation will be-reopened.